Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR reports: 1627487-2011-02188 and 1627487-2011-02190. The pt received her scs sys, including an ipg, two percutaneous leads (of the same lot) and two lead anchors (of the same lot), on (B)(6) 2010. It was reported the sys was explanted and not replaced due to pain in her sciatic area which worsened with stimulation. The explanted products were not returned to the MFR. F/u on the pt found no further issues reported.